Event description:
It has been reported to the co that the guide catheter shaft broke during the procedure. The physician inserted the guide into the introducer sheath and twisted the guide 1 or 2 times to engage the catheter and the catheter kinked and broke. It has been reported that there was no injury to the patient and there was no surgical procedure to remove the device.